Manufacturer narrative:
(B)(4). Device evaluation: during the evaluation of this sample, a missing film wrap was observed/confirmed by the baxter sample technician. This was not reported by the customer. The missing film wrap was due to an operator error during the film wrapping assembly process. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation, however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Event description:
During the sample evaluation/testing of one (1) ce intermate sv 200 device, the sample technician observed/confirmed a missing film wrap. This was observed during testing of the sample by baxter; there is no patient involvement. No additional information is available.